Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from over 400 mg/dl to a level that was displayed as ¿high¿; however, a specific value was not provided; cause was unknown. Due to the bg level the customer experienced dehydration, vomiting and ketones (size was unknown) that a healthcare provided identified as life threatening. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. At the time of the report with tandem technical support, the customer was still admitted to the hospital with no known damage. The customer declined further assistance from tandem technical support regarding the issue. Reportedly, the customer reverted to an alternate method of insulin therapy.